Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The batch history records were reviewed and the manufacturing criteria was met prior to the release of the batches include in this lot.

Event description:
It was reported that during a "mie" procedure, the generator demonstrated the error single about the blade, then they took the device out and clean it the blade broke. A monopolar was used to complete the procedure. There were no adverse consequences for the patient reported.